Manufacturer narrative:
The cause of the reported event remains unknown as the event and patient anatomy could not be reproduced. The device showed normal usage effects. The returned delivery catheter and sensor was measured and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No ncmrs and one complaint was found related to the event. The review determined the process was performed and completed in accordance with abbott specifications and procedures. There is no CAPA associated with the reported event. This and similar events continue to be monitored and trended via quality data review.

Event description:
It was reported that a cardiomems sensor implant procedure was aborted. The physician was unable to advance the cardiomems sensor. Upon retraction of the cardiomems sensor, it appeared to have lifted up off the delivery system. There were no adverse events as a result of the procedure.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.